Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a damaged etch on a transistor on the main board. The main board was scrapped. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.